Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Updated field h6 impact codes: f12 serious injury/ illness/ impairment code updated to f11 minor injury / illness / impairment.

Event description:
It was reported that a patient experienced a st segment elevation. During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure, after transeptal the faradrive connect transeptal dilator and wire were removed from the sheath in normal fashion. Physician aspirated the sheath, and it was noted that more air then normal was pulled back at the same time significant st elevation was noted on the ECG. The elevation solved on its own with no intervention. The cath lab team ran cores and no blockages or air were observed. It was determined to continue with the case. Farawave was advanced to the left atrium where pulmonary vein isolation and posterior wall were isolated without complication. Farawave was then exchanged for a non-boston scientific mapping catheter, sheath was aspirated and flush after every exchange with no issue. After post mapping it was decided that a little more ablation was needed, the farawave was readvanced to the left atrium when st elevation was noticed on the ECG, the cath lab was called back to the room, but the st elevation was resolving by the time they reached the room. The team ran cores, and no blockage or air was noted. The patient was admitted for observation overnight. The device is not expected to be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a st segment elevation. During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure, after transeptal the faradrive connect transeptal dilator and wire were removed from the sheath in normal fashion. Physician aspirated the sheath, and it was noted that more air than normal was pulled back at the same time significant st elevation was noted on the ECG. The elevation solved on its own with no intervention. The cath lab team ran cores and no blockages or air were observed. It was determined to continue with the case. Farawave was advanced to the left atrium where pulmonary vein isolation and posterior wall were isolated without complication. Farawave was then exchanged for a non-boston scientific mapping catheter, sheath was aspirated and flush after every exchange with no issue. After post mapping it was decided that a little more ablation was needed, the farawave was readvanced to the left atrium when st elevation was noticed on the ECG, the cath lab was called back to the room, but the st elevation was resolving by the time they reached the room. The team ran cores, and no blockage or air was noted. The patient was admitted for observation overnight. The device is not expected to be returned.